Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The product code was reported as 35700.

Event description:
It was reported that an unspecified spectrum pump alarmed downstream occlusion during bolus infusion and the bolus was hooked up to a manifold. The user was instructed by an intensive care unit (ICU) supervisor that it was not the best practice to use their rider as their bolus bag and to use another intravenous (IV) was possible. The event happened during patient use at the ICU. There was no known patient injury or medical intervention associated with this event. No additional information is available.